Event description:
It was reported that during replacement of a device dure to normal elective replacement indicator (eri), noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Abbott technical support was contacted. The ra lead remains implanted and the new device was reprogrammed. The patient was in stable condition.

Event description:
Additional information was received indicating the physician suspected right atrial (ra) lead damage, however, no anomaly was visually observed during the unrelated procedure and diagnostic imaging was not performed.